Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced syncope. A device feature called sudden brady response (a feature that delivers ventricular pacing if a drop greater than 10 beats per minute in the atrium is detected) was triggered. Boston scientific technical services (ts) was contacted for a request to review remote monitoring data. Boston scientific technical services (ts) was unable to provide further information as data had been overwritten. Additional information received indicates that the device was reprogrammed and the patient recovered. This device remains in service. No additional adverse patient effects were reported.